Event description:
It was reported that the camera head had a poor-quality image and that it displayed an e226 error code (scope communication error). There were no reports of patient harm. This occurred before a therapeutic procedure which had to be completed using a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation and information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, but the reportable malfunction could not be confirmed. A definitive root cause could not be identified as the device met product specifications with no reportable malfunctions found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported that the camera head had a poor-quality image and that it displayed an e226 error code (scope communication error). There were no reports of patient harm.